Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm or 12.1mm vicm6 of -5.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. It was indicated that laser vision correction was performed on (B)(6) 2022; due to the patient having residual refraction. Lens remains implanted.